Event description:
It was reported that the atrial lead had no capture, noise, oversensing, high impedance and a possible fracture. The lead was capped and not replaced per patient request. There was a lead integrity alert on the right ventricular lead for noise, oversensing, high impedance and a possible fracture. The lead was capped and not replaced per patient request. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 694765 lead, implanted: (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary - the lead was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated atrial oversensing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.